Event description:
Patient had a t9-pelvis construct done in 2006. Approx. 2-3 weeks ago the patient had follow up x-ray they found the rods broken at l5/s1 junction bilaterally. The patient was taken to or the following month, to revise the broken rods and exchange l4-pelvis screws with one size larger and 4 band clamps to connect lower construct with upper construct at l4. As surgical intervention occurred an MDR shall be filed.

Manufacturer narrative:
Visual examinations of the fracture surfaces are consistent with fatigue fracture. No anomalies were noted. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.